Event description:
This is a report of a homechoice patient (hp) who reported having pain during drain cycles. The nurse stated that on (B)(6) 2010 the patient had no evidence of peritonitis. On (B)(6) 2010, the patient was admitted to the hospital for peritonitis and discharged on (B)(6) 2010. The nurse does not know the cause of the peritonitis. Additional information was not available at this time. This is report 1 of 2 and is for the peritonitis investigation against the cassette.

Manufacturer narrative:
(B)(4). As the patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The report of peritonitis was diagnosed on (B)(6), 2010. The cause of the peritonitis was touch contamination. A culture was performed but results were unknown. The patient is recovering.

Manufacturer narrative:
(B)(4). A batch review was conducted on associated lots (h10d17483, h10a22034) and no issues were found related to the reported condition during the manufacture of those lots. Baxter has received similar reports for the reported condition. The root cause investigation is in progress. The root cause of this event could not be determined upon completion of baxter's investigation of this incident.